Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a failure of the internal battery and system board was observed. The device's internal battery and system board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and internal battery. The system board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.